Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date " (B)(6) 2020." All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caregiver reported about a customer who obtained lower values while wearing the adc freestyle libre sensor compared to the hcp meter. In (B)(6) 2020, a sensor scan of 45 mg/dl was obtained and the customer experienced belly pain, vomiting, and acidosis and was unable to treat themselves. The customer received unspecified non-hcp treatment and was taken to the emergency room. A blood glucose of 435 mg/dl and 535 mg/dl was obtained on the hcp meter and the customer was diagnosed with hyperglycemia. Customer was treated with IV insulin and was under observation for 2 days. There was no report of death or permanent injury associated with this event.